Event description:
It was reported that during the implant attempt, the svc coil on both leads became caught on the introducer and the svc coil appeared to "unravel." The coils were damaged on both leads when the physician pulled the lead back through the introducer's distal tip. Neither lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. The full lead was returned. The defib conductor was distorted at 31 cm. The outer insulation was torn at 40 cm.